Event description:
It was reported that the user¿s pump was found in the fill tubing step while connected to the infusion set and tubing, and support guided the user to confirm insulin delivery and return the device to the main menu; the user later reported high blood glucose after an atypical dinner and snack, and subsequent reports showed glucose levels returned to target. Symptoms included episodes of hyperglycemia and hypoglycemia. Outcomes included transient hyperglycemia that resolved with monitoring and no hospitalization. Investigation included troubleshooting and user education related to infusion set and cartridge handling, including confirming delivery and navigation back to the main menu. Investigation of this case revealed user interaction with the fill tubing procedure while connected to the infusion set, which aligned with use error associated with infusion set and cartridge management and did not identify a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.